Event description:
During the procedure, the iliac vein was dissected with the agilis 13f sheath and non-(B)(6) guidewire (boston scientific versacross). The patient had abdominal exploratory surgery to fix the bleed. The guidewire placement in the superior vena cava was not checked before introducing the sheath over the wire, which the physician alleges was the cause of the dissection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).